Manufacturer narrative:
A field svc engineer (fse) was dispatched to the customer's site. The fse performed type 1 hardware verification testing. All test results passed instrument specs. All assay precision claims were within current specs. The fse did not observe any hardware related issues. A definitive root cause has not been determined for this event. This MDR represents event 4 of 4 reported by this customer. This MDR is related to the following mdrs that have been reported: see scanned page. This reportable event was identified during a retrospective review conducted between 1/1/2008 and 10/23/2010 of complaints for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc (bec) to report an erroneously elevated thyroglobulin antibody (thgabii) result for one (1) pt sample on their unicel dxl 800 access immunoassay system. The erroneous thgabii pt sample result was reported outside the lab. It is unk if pt treatment was impacted by this event. The customer reported that upon repeat analysis, the thgabii pt sample result recovered lower within the normal reference range. The customer reported that some qc results were recovering outside of the lab's established ranges prior to the event. The customer reported that a recent sys check performed was within instrument specs.